Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had a high and fluctuating capture threshold. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was partially extracted, capped, and replaced. The patient did not suffer any adverse effects.